Event description:
It was reported that the laparoscope had a green image, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charge coupled device) was broken; fibre bonding in the outer tube area (distal end) was damaged; llk plug (light guide connector) of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit (charge coupled device) was broken. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.